Event description:
Pt underwent redo CABG with sternal platting; 3 days later pt had massive output from chest tubes. Pt decompensated, coded with compressions and rosc. Continued to decline taken to the operating room and was noted to have an active bleed from ima 3cm from anastomosis and a hole in rv. Unsure if caused by screw or if from having had chest compressions. FDA safety report ID# (B)(4).